Manufacturer narrative:
The insulin pump was received with blank flashing white lcd with audio beeps due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked bleeding lcd glass. The insulin pump was also received with cracked retainer, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was alarming and screen was white. The customer¿s blood glucose level was 276 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.